Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy-defibrillator (crt-d) and transvenous defibrillation lead oversensed noncardiac signals on the rate/sense channel. Pacing was inhibited, as the patient implanted with these products is pacemaker-dependent. Oversensing was reproduced clincally with deep breathing exercises; the patient snores.